Event description:
Territory manager reported that device packaging was opened and the device appeared to have folds and crinkles in it. The device was not used. This complaint was evaluated as a product problem with no serious injury. Lifecell is now reporting this as a malfunction, since the device could not fulfill its essential function, and could contribute to a serious injury (prolonged procedure) if another device were not available to use. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Visual and photographic examination of complaint related device. Review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10632. Visual examination of complaint related device revealed that the device was permanently folded two times over along one of the edge. Review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were (B)(4) grafts from lot s10632 distributed, including (B)(4) grafts that were reported as implanted. As of (B)(4) 2011, there were no other similar complaints reported to lifecell against this lot. Research and development investigation determined that the device had slipped in the packaging and was subsequently sterilized, which could fix the device in that form.